Event description:
It was reported that after intraocular lens (iol) was implanted into the eye, surgeon observed a scratch on the iol. Iol remains in the eye. The cartridge tip was found to be damaged. No further information available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: unknown, information not provided. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.